Event description:
The customer reported a leak of approximately 20 ml from the wbc (white blood cell) bath of the coulter ac*t diff 2 analyzer. The customer indicated that the leak was contained within the instrument and the instrument did not generate errors during the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were associated with the event and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched but could not confirm an active leak on the instrument. The fse observed that when the bath filling cycle started, the upper diluent supply tubing to wbc (white blood cell) bath was too vigorous and allowed a small amount of diluent to flow over and eventually drip outside the bath. The fse proceeded to replace the in-line check valve cv3 and associated tubing at the wbc bath to resolve the issue. Failure mode is attributed to check valve cv3 and associated tubing going through cv3. (B)(4).